Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Additionally, this device recorded high out of range pacing impedance measurements above 2000 ohms on the right ventricular (rv) channel. No adverse patient effects were reported. This device remains in service.